Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Access was obtained via the radial artery. The target lesion was located in a severely calcified vessel. The physician advanced a 15mmx2.75mm nc quantum apex balloon to predilate the lesion. The nc quantum apex balloon ruptured after an unknown number of inflation at unknown atms. The procedure was completed a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).